Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure surgeon was testing the blade before use and it was wobbling on the handpiece aggressively when tested outside of the patient, it was fully seated but moving in an atypical motion. The handpiece was working fine with another handpiece. There was no patient impact.

Manufacturer narrative:
H6: fdc code has been changed. Previously submitted d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that, the device was returned in a small resealable bag. There were traces of contamination observed on the outer tube and the hubs. The inner assembly spun by hand with a binding sound. The device was loaded into a handpiece and during the blade oscillation, an excessive wobbling was observed. For further analysis, the inner assembly was removed from the outer assembly, and it was observed that the inner shaft was bent near the distal end of the inner hub. There was also striation observed in a bent area of the inner shaft. The device failed a functional test due to defective condition upon return and the inability to spin properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.